Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic due to a vibratory alert. Upon review, the left ventricular lead displayed low, out of range impedance and high capture threshold. A new vector was chosen. During a follow-up chest x-ray, it was revealed that the lead had dislodged. The lead was turned off. The patient was stable.